Event description:
Reportedly, the device was explanted at implant and another ring was implanted as a replacement. No further details were provided. Information was learned through (B) (6) implant patient registry. The device will not be returned as it was reportedly discarded at hospital.

Manufacturer narrative:
Device not returned, discarded at hospital. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Customer letter not requested. No additional information is forthcoming. This was determined reportable per edwards lifesciences procedures.